Manufacturer narrative:
(B)(4). The pump has been returned to animas for evaluation. Evaluation revealed that the force sensor was out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The meter was returned and it was investigated and noted the following:force sensor calibration test confirmed the sensor is not able to detect the correct force. Pump time and date defaulted to the manufacturing setting after the battery was removed for one hour. The pump was open to investigate, the force sensor resistance was found to be out of spec . There was green contamination was also observed around the shim plate. Component bt1 was found to be leaking and unable to hold a charge. The complaint is being reported due to the alleged issue.